Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica sling kit during a procedure on (B)(6) 1998. According to the complainant, post-implantation, the patient experienced a recurrence of incontinence, chronic pain, and dyspareunia (specifics and date/s of onset unknown). Reportedly, the patient underwent unspecified revisionary surgery on (B)(6) 2002. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The reported lot number, 1866888, could not be verified. Therefore, the manufacture and expiration dates cannot be determined.